Event description:
A malfunction alarm, identified as malfunction 12, was reported by the customer, involving a momentary power loss to the vibrator motor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump successfully, and it was confirmed the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which the customer understood and acknowledged.